Manufacturer narrative:
(B)(4). A sample was returned for evaluation. A visual inspection was performed of the two-piece male luer. The visual inspection confirmed that the male luer shaft had broken off in the luer activated device. The inspection also showed a stress mark running through the break area. It is unknown what caused the male luer to break. Baxter will continue to monitor similar reports to determine if further actions are required. A follow-up report will be submitted if additional information becomes available.

Event description:
A customer reported to baxter corporate product surveillance an unknown administration set in which a separation occurred. According to the report, as the facility staff was trying to disconnect the tubing set from an extension set, the luer of the tubing set and the tubing came apart. The process step was during infusion. There was patient involvement, but there was no patient injury, medical intervention, or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.since the product code and lot number of the device involved are unknown, a 510k number cannot be provided and a batch review cannot be performed.